Event description:
It was reported that the holster has excessive vibration in it when taking samples, during a breast biopsy procedure. There was no patient consequence reported. The procedure was completed using the holster. The holster will be returned for repair.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer's complaint and found a uniborad was the cause for the loud bang and caused the touch screen to turn off. To correct the customer's complaint the analysis site replaced the uniborad and per the service manual performed service test with no functional faults found. As part of the standard service process replaced the muffler and applied dow corning lubricant to the dc motors. The until has not been returned for service prior to the event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.